Event description:
Reportable based on analysis completed on (B)(6) 2012. Same case as MFR report #: 2134265-2012-05454. It was reported that during a percutaneous coronary intervention, a catheter shaft kink occured. The 90% stenosed lesion was located at the moderately tortuous and calcified left circumflex artery (lcx). The physician advanced the 2.50x12mm promus element stent delivery system (sds) to the target lesion against "strong resistance" and the catheter shaft kinked. Next, a 2.5x16mm promus element sds was advanced and resistance was encountered. The device was removed and it was noted that the distal part of the stent was lifted. The device was successfully removed from the patient. The procedure was completed with a non-bsc catheter and promus element 2.50x16mm. There were no reported patient complications and the patient condition was good. However, returned device analysis revealed stent damage and the stent moved on the balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The proximal end of the stent was misaligned and the stent had moved forward distally on the balloon by 1mm. This type of damage is consistent with the difficulty encountered removing the device from the guide catheter. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The edge of the tip was jagged like. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. A visual and microscopic examination found that the hypotube had kinked approximately at 195mm and 570mm distal from the catheter's strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).